Manufacturer narrative:
Operator of device: unknown. No product was returned; thus, the failure mode reported could not be investigated and a root cause could not be determined. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that the pump was alarming 'no disposable clamp tubing'. No patient injury was reported.